Event description:
It was reported the patient experienced a change in her stimulation after an automobile accident. The patient is experiencing rib stimulation. An sjm representative met with the patient and reprogramming was unable to resolve the issue. X-rays were taken and showed the lead had migrated. The patient has been referred to the neurosurgeon for a possible lead revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.